Manufacturer narrative:
A product investigation was performed for this device. The actual device was internally tested and processed for a different customer prior to complaint investigation. All functional tests passed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review was performed by the post market clinical department. Per the pharmacovigilance physician, hernias are known complications of peritoneal dialysis, more common in continuous ambulatory peritoneal dialysis (capd) than in continuous cycler peritoneal dialysis (ccpd). This patient has been using the cycler (ccpd). If a patient developed a hernia, it is unlikely the patient could continue with peritoneal dialysis for over 8 months without any notes from the pd nurses stating something about the hernia. I believe the event of 3000 cc (2000 cc prescribed) iipv in (B)(6) 2011 did not cause the hernia in (B)(6) 2012; rather, the hernia likely developed slowly over time as a consequence of the therapy itself, and required surgery in (B)(6) 2012; this was not caused by the cycler. There is no evidence of device malfunction which could have caused or contributed to the event of hernia.

Event description:
Customer contact by (B)(6) on (B)(6) 2012: contacted patient via telephone to request more information about her recent abdominal surgery. She is a uniparous woman who stated that she has no prior histories of abdominal hernias prior to initiation of dialysis. Patient stated she started peritoneal dialysis in (B)(6) 2011; she stated in (B)(6) 2011 she had an episode where she was "filled with 3000 cc rather than 2000 cc," she stated that she believed that overfill caused her to have a hernia, but she was able to continue doing peritoneal dialysis for the following year. In (B)(6) 2012 she noted her hernia to have increased in size, and was recommended by her physician to have it repaired. Review of the complaint tracking system records indicate the reported overfill was attributed to inappropriate drainage, on cycle 0, possibly due to kinked tubing, resulting in a subsequent drain of 168% of prescribed volume. She continued on peritoneal dialysis after that event without problems, per documents review. After her hernia surgical correction on (B)(6) 2012, she remained in the hospital for 15 days, received hemodialysis via a temporary hemodialysis catheter, and returned home to continue peritoneal dialysis.